Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm. The inaccurate cgm readings occurred from (B)(6) 2026 to (B)(6) 2026. On the night of (B)(6) 2026, the cgm readings were between 60 to 80 mg/dl and there was no bg taken. The patient had no symptoms and drank gatorade based on the cgm reading. On (B)(6) 2026, the patient went to school with cgm readings of 80 to 100 mg/dl. The patient did not check bg, had no symptoms, and did not eat breakfast. Around noon, the patient ate a full lunch, after which the cgm readings continued to drop (unspecified), and the patient became nauseous and vomited. The patient went to the school nurse, where he was given gatorade, and a bg check reading of 500 mg/dl. The patient was sent home, where he removed the cgm. The patient's parent brought him to the hospital. At the hospital, the bg reading was 450 mg/dl while the cgm read 70 to 80 mg/dl. Parent stated blood work, including a1c, showed the patient was hyperglycemic. The patient was treated with IV fluids and an insulin injection (unspecified). The patient stayed for approximately 4 hours and reported feeling better with a bg of 180 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 to (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026 while the patient was at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.